Event description:
It was reported that the surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2009 and the lens was removed at approx 3 months later, due to the patient experienced corpus ciliare touch pain.